Manufacturer narrative:
(B)(6) 2015 03:09 pm (gmt-4:00) added by (B)(6)): prior to this incident, the iabp was last serviced by maquet/datascope seven years ago. Maquet had advised the customer to purchase a service plan three years ago; however, the hospital indicated that the iabp was maintained by a third party vendor. Upon further investigation by the maquet/datascope service representative, it was discovered that the safety disk expired in may of 2015. The company representative performed trouble-shooting on the device and found that the manifold drive solenoid was bad and replaced it. The ops check found the shuttle transducer would not stay calibrated; the company rep replaced shuttle transducer and found no further issues. The expired batteries and the safety disk were replaced and no further issues were found. The unit was returned to the customer.

Event description:
Balloon was inserted all waveforms were present - when customer initiated an autofill using the start key, the system alarmed, gave "maintenance code required # 2," then "autofill failure." Customer rebooted the unit, repeated the procedure and the failure repeated. The customer is not attributing the death of the patient to the device.

Manufacturer narrative:
(B)(6) the drive manifold and shuttle transducer were received at the manufacturer for evaluation. It was observed that the shuttle transducer was missing a block that should be attached to the transducer and the o-ring was damaged and stretched. The shuttle transducer was tested per manufacturer¿s specifications and did not pass the test. Once the o-ring was replaced on the shuttle transducer and a test fixture block was used, the testing passed. The drive manifold was tested per manufacturer¿s specifications and passed.

Event description:
Balloon was inserted all waveforms were present - when customer initiated an autofill using the start key, the system alarmed, gave "maintenance code required # 2," then "autofill failure." Customer rebooted the unit, repeated the procedure and the failure repeated. The customer is not attributing the death of the patient to the device.

Event description:
Balloon was inserted all waveforms were present - when customer initiated an autofill using the start key, the system alarmed, gave "maintenance code required # 2," then "autofill failure." Customer rebooted the unit, repeated the procedure and the failure repeated. The customer is not attributing the death of the patient to the device.